Event description:
It was reported that the patient presented in the hospital for unknown reason. Upon device interrogation, it was observed that the right ventricular (rv) lead exhibited episodes of over-sensed noise. The lead was reprogrammed. The patient was in stable condition and will be further monitored.